Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 19366510.

Event description:
It was reported that the patients lead had several high impedances and the patient was not able to get adequate coverage in the pain areas. The patient underwent a lead and ipg replacement procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were discarded per hospital policy.